Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer is having blood glucose levels over 400 mg/dl. It is reported that the customer declined help from the help line. Nothing else is being reported.